Event description:
The customer reported the device failed to discharge during a pt event. There was not negative pt impact.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.